Event description:
The customer initially reports that the device shreds skin when cutting. The rn bsn - or coordinator for grafts, reports via telephone that a second graft was necessary and there was no pt injury otherwise.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported info.